Manufacturer narrative:
A device evaluation and/or device history review is anticipated but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the outer cover did not detach and the medicine couldn't be passed through. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the customer finds it difficult to remove needle cover spouse stated, when his wife attached the pen needle to insulin pen, she could not remove outter cover stated, the pen needle attached to the insulin pen with no problem, the issue was removing outter cover once it was on stated, it happened with 4 pen needles in a row spouse of consumer reported stated 5 pen needles would not allow insulin thru them lot # 1351543.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: embecta was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Based on the above, no additional investigation and no CAPA/sa is required at this time. H3 other text : see h.10.

Event description:
It was reported while using bd ultra-fine¿ mini pen needles 5mm (3/16¿) 31g the outer cover did not detach and the medicine couldn't be passed through. This occurred 5 times. There was no report of patient impact. The following information was provided by the initial reporter: it was reported by the customer that the customer finds it difficult to remove needle cover spouse stated, when his wife attached the pen needle to insulin pen, she could not remove outter cover stated, the pen needle attached to the insulin pen with no problem, the issue was removing outter cover once it was on stated, it happened with 4 pen needles in a row spouse of consumer reported stated 5 pen needles would not allow insulin thru them lot # 1351543.